Event description:
It was reported that the system 9600+ displayed a kv error. System was unable to produce x rays. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that the x ray regulator circuit board was defective and was replaced. The system was tested and found to be working as intended and placed back into service.